Event description:
Reported via journal article. It was reported that thrombosis occurred. The following event was obtained via a retrospective article 270 patients who underwent percutaneous left atrial appendage (laac) closure in the center between 2009 and 2023. Endpoints were bleeding events, recurrent stroke, thrombi on devices, and death. The implanted devices were the watchman 2.5, watchman flx, non-bsc amplatzer cardiac plug (acp), and amulet. No periprocedural events were noted for the watchman flx device. After discharge and during the 12-month follow-up period thrombi were detected on one (1) patient with watchman flx who was subsequently placed on short or long term oral anticoagulation (oac) or long-term aspirin (ass) therapy. --- citation: kayvanpour, e.; kothe, m.; kaya, z.; pleger, s.; frey, n.; meder, b.; sedaghat-hamedani, f. Comparative assessment of percutaneous left-atrial appendage occlusion (laao) devices - a single center cohort study. J. Cardiovasc. Dev. Dis. 2024, 11, 158. Https://doi.org/10.3390/jcdd11060158.

Manufacturer narrative:
B3: estimated as 05/21/2024 as the published date for the article is noted as 21 may 2024 citation: kayvanpour, e.; kothe, m.; kaya, z.; pleger, s.; frey, n.; meder, b.; sedaghat-hamedani, f. Comparative assessment of percutaneous left-atrial appendage occlusion (laao) devices - a single center cohort study. J. Cardiovasc. Dev. Dis. 2024, 11, 158. Https://doi.org/10.3390/jcdd11060158.